Event description:
It was reported that a patient was having a surgical revision due to lead migration and was also having the implantable neurostimulator (ins) replaced due to normal battery depletion. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the ins and lead were replaced on 2015-03-03.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension, product ID: 3889-28, lot# v267332, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)